Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm neck was reported to be 24-25 mm in diameter with calcification near the renal arteries. The iliac arteries were reported to be ectatic. After deployment of the bifurcated stent graft, a type 1 endoleak was noted. The proximal aortic neck was balloon angioplastied with a 25mm balloon inflated to less than 2 atmospheres. Following balloon angioplasty, angiography revealed no endoleak. The contralateral limb and two extender cuffs were deployed without incident. Final angiography revealed no evidence of endoleak. Five hours post-implant, the pt began complaining of back pain. The pt developed acute abdominal distension, hypotension, and a drop in hemoglobin requiring urgent transfusion. A computerized tomography scan revealed intraabdominal fluid that the physician states appeared to be an acute rupture. The decision was made to emergently convert the pt to open surgical repair. The pt was taken to the operating room and prepped and draped in the usual sterile fashion. The aneurysm was isolated, and an infrarenal clamp was placed. Acute bleeding from the infrarenal aorta was noted. The iliac arteries were clamped, and the stent graft was reported to be very well attached before it was removed from the iliacs. The stent graft was reported to be intact. A longitudinal, linear tear was observed on the right aspect of the aneurysm neck extending into the sac. As the conventional graft was almost completely sewn to the aneurysm neck, the pt went into electromechanical dissociation with deterioration to ventricular fibrillation. Resuscitation efforts were unsuccessful, and the pt expired.